Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl, at the time of incidence. Customer was treated with food then customer¿s blood glucose level was on 270 mg/dl. Customer did allege insulin pump was over delivering as per report customer said insulin pump shot all the insulin in their body. Insulin pump was not on auto mode. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.